Event description:
The patient is female and (B)(6) years old, did left-ddh on (B)(6) 2015. The pilot was broken during reaming in the proximal part. The broken piece was inside the cavity with the length of around 5 cm. The broken part could not be removed. After communication with the patient's family, the surgeon implanted srom7 prosthesis. The patient is in steady condition now.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the pilot shaft was fractured at the transition between a disassembly feature (with flats for wrench loosening from the proximal reamers) and the distal constant diameter, approximately 17 mm from the threaded end, which corresponds to approximately 59 mm from the distal tip. The distal portion was not returned for evaluation and was reported as retained in a patient¿s femoral canal. The pilot shaft was cyclically loaded in rotating bending beyond the material limit resulting in high stress low cycle fatigue crack initiation and propagation until finally ductile overload occurred. No evidence of material or metallurgical defects was observed that could contribute to the failure of these components. A complaint database search finds no other reported incidents against the provided product and lot combination. A search of the complaint database by product code found no additional reports. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.